Event description:
It was reported the end of the oburator is twisted. There were no patient complications reported.

Manufacturer narrative:
(B)(4): the tip of the t25 obturator has been sheared off.